Manufacturer narrative:
On august 18, an email received from the FDA medwatch program stating that there is no record of initial report submission in the system. According to our records, the initial report was submitted on september 25, 2015. Likely due to unidentified system error, the initial report might have not been received by the system. Following the FDA order, this initial report is resubmitted. Manufacturing site: (B)(4). Broken proximal portion was returned, it was found that the coil and core wire was broken off at approx.8mm from tip end. Microscopic observation of the breakage site revealed ductile breakage of the core wire, inner coil and outer coils. Lot history review revealed no anomaly relating with reported event. No other similar event was reported for this lot product. Since all the shipped products are inspected for meeting the products specifications, and shipping criteria. Based on the information reviewed, there is no indication of a product deficiency. It is inferred that the pullback force exceeding the product design limit was unintentionally given to the guidewire while its distal end was trapped in the target lesion or the septal vessel, so that the guidewire core was broken and coil was pulled and elongated before breakage. IFU describes in its warning section; if resistance is felt due to spasm, bending of the guide wire or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged.

Event description:
Reportedly, to treat the cto lesion at #3-4 o rca, firstly antegrade approach with unknown guidewire was attempted, but the guidewire failed to cross the lesion. Strategy was changed to retrograde approach., isr at mid lad was first dilated with unknown balloon catheter, but sufficient dilatation could not be obtained, and the subject guidewire was advanced in retrograde manner via septal branch with support by unknown microcatheter. When the guidewire reached to the target lesion, however, the guidewire tip was felt trapped by the distal end of the lesion. During further manipulation to the guidewire, coil elongation was noted and then broken apart. The coil was found elongated to the proximal of lad, however, the tip of the separated distal end was fixed in the target lesion. Also the patient showed no complication, and in stable condition, so that the broken fragment was left in the anatomy at the physician's discretion.